Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (damaged cap and case) issue. It was reported that the cap could not be removed. This complaint is being reported because the reported issue has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge cap/compartment. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #2 date of submission 12/07/2016 ¿ correction to serial #.

Manufacturer narrative:
Follow-up #1: date of submission 9/13/2016. Device evaluation: the device has been returned and evaluated by product analysis on 08/20/2016 with the following findings: pump was returned with the battery cap coin slot damaged- cap is difficult to remove. No evidence of physical damage was found on the battery cap and battery compartment threads.